Event description:
It was reported that the bd syringe had leakage. The following information was provided by the initial reporter: material # unknown batch # unknown verbatim: rcc received a complaint via email. Email(s) attached I have had numerous staff members approach me with concerns regarding the smartsite extension set ref # 25208e. Anesthesia staff are reporting they are finding leaking on the bed and backing up of blood. Are these a temporary replacement? Do you know when we will get the others back? After chatting today, I am sending concerns regarding the extension tubing from the staff. Extension tubing is too short. When anesthesia has the patient asleep and the drapes are covering the patient, it is hard to reach the 3 lumens needed to administer medications. The stop cocks are confusing. They only close if it is in 1 position which results in medications backing up into other syringes and/or leaking from the hubs. It requires an additional 3 caps that staff need to add to the tubing. To add to xxx email. We have had 2 instances already of blood coming back up through the tubing and out the ports. I am nervous that if a patient goes to the floor with this tubing still connected that it might not get noticed in a timely manner if something is leaking out these ports. I feel it is a huge safety issue. Xxx has several complaints regarding the new smartsite extension set  l# 682064. This is what replaced the ultraport set l# 456801. Please see the email below from the xxxx pacu and anes staff. Is there any chance we can go back to the ultraport set?  Customer response on 16-oct-2025. 1. Can you please provide an exact date of event in format mm-dd-yyyy? This has occurred on multiple occasions, not just one occurrence 2. Can you please provide the lot number associated with reported issue? Due to this occurring more than once, I do not have the specific lot numbers 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Anesthesia has reported multiple incidents in which blood has either backed up into the tubing or 'leaked' out of one of the hubs. Due to patient positioning, this caused quite a mess before being noticed. They have also reported medications backing up into the line or different syringes on the line. The tubing is also too short for the provider to reach in the operating room 4. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label?

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. E.1. Address was not located and il was used. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the risk management documentation.